Event description:
(B)(6) old male pt with splenic artery pseudo aneurysm and acute pancreatitis underwent an embolisation distal and proximal to pseudo aneurysm on (B)(6) 2014. The retracta coils were very stiff to push the c2 glide catheter. The retracta oils went through the vessel wall and the pt bled internally. The bleeding was stopped by using 035 tornado coils in healthy vessel more proximal to the aneurysm. The interventional radiologist believes this would have happened with any coil being used and believes retracta coils were not at fault. Apart from coils that are designed to stay in the body, no part of any devices remained inside the pt. The pt required a CT scan as an additional procedure to review the coils. Bleeding internally due to the coils going through the artery wall, leading to haematoma was reported as the adverse effect to the pt due to this occurrence. The physician involved believes the cook product was not at all at fault and that it was mainly due to the pt's underlying disease.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.